Event description:
Pharmacist reported that during use on a pt, an IV set leaked the medication tysabri. The set needed to be changed and new medication was ordered. A total of 91 cc was saved out of 115 cc bag. There was no report of pt harm or medical intervention. Customer stated that no further pt or event info is available.

Manufacturer narrative:
Manufacturer's report date: (B)(4) 2012. (B)(4). The customer has indicated that the set would be returned for eval but it has not been received. A follow up report will be submitted should the device be received for investigation.